Manufacturer narrative:
A philips respironics field service technician evaluated the device at the reporting facility. The technician confirmed there were no errors that could cause a device malfunction or loss of therapy condition. The technician found the device to operate and alarm to design specification. Product labeling states that the bipap vision unit requires an intentional leak port (vented mask or circuit) instead of an actively controlled exhalation valve to remove exhaled gases from the circuit. Therefore, specific masks and circuits using an intentional leak port are required for normal operation. The bipap vision should be turned on and the intentional leak port should be checked, both visually and using the exhalation port test, before operation. The MFR concludes the device operated and alarmed as designed. The device did not cause the reported event. The MFR reviewed the device product labeling and determined it to adequately cover the requirements for an exhalation port on the circuit. The MFR of the mask was made aware of the incident. No further action is required.

Event description:
The MFR received info from the reporting facility of a bipap vision being used with a non vented mask and circuit while on a pt. It was reported to the MFR that the device was indicating a high pressure alarm due to the circuit configuration (approximately 12 hours). The pt was removed from the device and was placed on 100% oxygen mask. The pt later expired.